Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the procedure was bilateral iliac artery stenting. The target was the right common iliac artery. The lesion was not pre-dilated. The stent was deployed. The balloon was removed and found to be ruptured. There were no retained pieces of the balloon. As per the surgeon, the artery was highly calcified, a subsequent post-dilation with a mustang balloon also resulted in a balloon rupture. The surgeon was happy with the stenting outcome and resulting vessel patency.

Manufacturer narrative:
The returned product was evaluated to determine the root cause of the complaint. Upon removal of the device from the returned box it was clear that the balloon had become separated from the catheter shaft at the location of the proximal balloon weld. The weld area was slightly stretched down to a smaller diameter at the location of the weld. The balloon in the distal cone appeared to have had fluid in it that prevented the balloon from fully deflating. The distal balloon cone was much larger than the rest of the balloon. Upon further inspection of the balloon there was a large longitudinal tear down the length of the dilatation zone of the balloon. As the balloon was significantly damaged it is difficult to determine where the rupture occurred. Being that the balloon would have not been able to be deflated it is a reasonable assessment that the remaining fluid in the balloon was pushed to the distal end of the balloon creating a bolus of fluid that would have prohibited easy withdrawal of the balloon back through the sheath. The balloon was separated from the shaft a large amount of force while attempting to remove the balloon back through the sheath had been applied. A review of the device history records show that this lot of catheters passed all quality and performance requirements and that there were no non conformances noted during the manufacture of the product. During the product lot qualification testing that every lot of catheters is tested to the stent delivery system is pressure integrity tested to ensure the system can withstand the rated burst pressure of the device. In this case the labeled rated burst pressure is 12atm. The data shows within the device history records that the minimum burst pressure noted was 19.7atm. The specification is that the device integrity must be able to withstand 12 atm as indicated as the rated burst pressure on the product label. The data from the device history records shows that the minimum proximal weld tensile test value of the 20 samples tested was 24.0 newton¿s. The product requirement document v12 otw vascular covered stent for proximal weld tensile strength specifies that the minimum allowable proximal weld tensile strength is to be 15 newton¿s. In this regard, the data exceeds this specification by 9.0 newton¿s. The review also included the review of the drawn down catheter shaft assembly whereas the catheter shaft drawdown location is tensile tested to ensure the integrity of the drawdown inflection point. This is the location of the proximal balloon bond weld. The data shows that the drawn down extrusions met the requirement of 22.5 newtons. The actual minimum tensile test value was 37.8 newton¿s. The details indicate the lesion that was being treated was highly calcified and had not been pre-dilated before attempting to deploy the advanta v12 covered stent. The details also note that the lesion prior to deployment of the stent had an inner diameter of 2mm. Also noted in the details is the fact that a separate balloon catheter was inserted after the deployment of the advanta v12 stent was deployed and it also ruptured. Based on the details of the complaint and investigation results the root cause of the balloon rupture and subsequent detachment of the balloon is most likely related to the lesion that was highly calcified and not pre-dilated.

Event description:
N/a.